Manufacturer narrative:
H6 results: no non-conformances. Co is unable to complete their investigation of the MDR incident listed above due to the fact that the meter was not retruned to lifescan. Therefore, co has not been able to evaluate the meter to determince whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the manufacturing process. At this point, co considers this matter closed. H6=batch record review.

Event description:
The pt went for a regularly scheduled doctor's appointment. She compared her one touch basic meter with the doctor's meter (brand unk) with results of 32 mg/dl and 470 mg/dl respectively. She was sent to the ER where she was treated for elevated glucose with insulin and IV and allowed to return home 1 hour later. She reports that she had been obtaining low readings for a month prior to the alleged event, while experiencing frequent urination and feeling run down. She ate and consumed liquids as recommended by her md. The meter is not cleaned as frequently as recommended in the owner's booklet. It is reported that it is cleaned "every month or so" rather than once a week. In addition, the pt appeared unfamiliar with quality control tests which are designed to detect potentially inaccurate results.